Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue. Repair evaluation confirmed the battery was not able to charge up to full and the battery led kept blinking abnormally, which also resulted in the abnormal cooling fan operation. The internal battery was replaced. Calibration was performed and then no abnormality was found.

Event description:
The international customer reported that after using the v60 unit, the cooling fan rotated on and off. Battery lamp was blinking. There was no patient involvement.